Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. Pump was not returned for investigation. Data logs were investigated and there was an instant rise in purge pressure along with motor current rising. The p-level was also observed to be automatically rising as an auto-response. Signal-to-noise ratio (snr) and contrast dropped while gain, light, and lamp were constant. These symptoms are similar to that of a biomaterial ingestion. Therefore, the root cause of the optical signal issue was most likely biomaterial. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that the placement signal of an impella 5.5 pump became unreliable during patient support. The pump was verified to be in good position, and the pump flow was maintained. The staff were instructed to disregard the placement values and to monitor the motor current values for any fluctuations. There was no patient harm.